Event description:
Foley balloon not inflated, fell out of patient. Rn tested the balloon after it was out, and it had a leak, spraying everywhere. Manufacturer response for foley catheter, (brand not provided) (per site reporter) issued rga 107782057-6317 and sent return kit. Shipped back fedex# 791289049965.